Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was erratic delivery of medication; pump was not delivering medication as programmed. Patient experienced no pain relief versus somnolence, bacterial meningitis and infection at catheter insertion site. The pump and catheter were explanted. Patient outcome was noted as recovered with sequela.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed no anomaly; normal device function. Analysis of the catheter revealed user related hole in the catheter body. Approximately 20 micro holes/tears found between 4-8 cm from the pump connector. It was also observed that the dried drug occlusion appeared to be the densest in the same location. Cause of small tears holes could possibly due to sheering from the guidewire at implant; however this could not be definitely concluded.